Manufacturer narrative:
It was indicated that this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, poor sensing, loss of capture and phrenic nerve stimulation were noted on this right atrial (ra) lead. As helix extension issues were suspected, the lead was removed and replaced. After the lead was removed, the helix was confirmed to be functioning appropriately. No adverse patient effects were reported.